Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that 6 reports of the needless connector leaking.

Manufacturer narrative:
T was reported that there was a leak. Six samples model mz1000-07, lot 24095459 was returned for investigation. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. The maxzeros were attached to a bd syringe and an extension set. The sets were pressurized and no leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.